Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since it has been more than 5 years since its delivery, it is likely the power switch has broke due to excessive force, falling, or hitting hard objects. Per the legal manufacturer, the other issues identified in the initial report (damage to the unit's housing top cover, bottom chassis with corrosion on the rear panel screws, and the worn out air joint connector) have no potential to cause or contribute to death or serious injury if these issues were to recur.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿broken power switch¿ was confirmed. The power switch was found missing and no power due to switch breaker bad and ac inlet. There was damage noted to the unit¿s housing top cover and bottom chassis with corrosion on the rear panel screws. The unit¿s air joint connector unit was found worn out. The instruction manual states ¿ do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons.¿

Event description:
The service center was informed that the unit¿s power button switch was found broken and not working. There was no patient involvement.